Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle did not deploy the cannula into the skin; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. No further information was provided.